Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure underneath the drain fitting was damaged, the water tank cover was damaged around the bolts, and the line cord was also damaged. The investigator also noted that the device had an old style enclosure, pcb, and drain fitting. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. There was a leak by the damaged enclosure underneath the drain fitting. The unit was determined to be beyond economical repair due its old age. No repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking . No patient injury or complications were reported in relation to this event.